Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the pump would not run in any mode. Biomed is repairing the unit at the hospital. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Per technical support: after troubleshooting the unit, the primary suspect component is the control pc assembly. The biomed will order part and make needed repair.